Manufacturer narrative:
No product has been returned for investigation nor were radiographic images provided to confirm alleged event. No root cause can be determined at this time. Potential adverse events and complications: "...as with any major surgical procedures, there are risks involved in orthopedic surgery..." "...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)..."

Event description:
Information received stated, patient underwent a revision procedure due to rod slippage from the tulip.